Manufacturer narrative:
A follow-up has been scheduled. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through remote monitoring, noise was observed on the competitor right atrial (ra) lead and competitor right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the data and indicated there were high out of range impedance measurements on the ra lead. The impedance measurements on the rv lead also abruptly increased. Ts indicated the noise on the ra lead was likely myopotentials due to the unipolar configuration. The noise on the rv lead was likely due to minute ventilation chop. It was indicated the patient would present for a follow-up for further investigation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A follow-up was performed and it was noted it was likely that pectoral muscular myopotential was causing noise on the atrial channel in both unipolar and bipolar configuration, but the impedance measurement was within range on this lead. The noise was not being sensed by the lead and it has been programmed to unipolar sensing/pacing configuration. The minute ventilator sensor was turned off to avoid sensing of the impedance testing, causing the device to sense inappropriately. The accelerometer was programmed on instead. No adverse patient effects were reported.